Event description:
A patient suffered burns on his abdomen during a sleep study procedure. Strain gauge leads were plugged into the battery test recepticle instead of the abdominal outlets of a dc converter box, which caused the strain gauge to heat up.the patient's surgery had to be postponed due to the burn. The incident was the result of user error on the part of the technicin.the converter box has been modified by blanking out the battery test recepticles.other device was involved:generic product name: dc connector boxevent description:patient sustained second degree burns during the use of a mercury strain guage. Strain guage leads were plugged into the battery test recepticle. The resulting current flow, heated the mercury inside to burning temperatures. Existing units were modified by blanking out the battery test recepticle.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, electrical tests performed. Results of evaluation: design - human factors, incorrect technique/procedure, modification of device - by authorized service organization, other. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.